Manufacturer narrative:
(B)(4). The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). The suspect device was evaluated by a carefusion (cfn) field service representative (fsr) on (B)(6) 2015. The cfn fsr could not duplicate the issue but plans to replace the o2 inlet filter as a precaution. The cfn fsr has ordered new parts to finish his repair of the unit at a later time. A full report will be made at that time and a follow-up report will be submitted.

Event description:
The customer reported low o2 (oxygen) inlet alarms while using the vela ventilator. The issue occurred during patient use. The customer reported no harm to the patient as the suspect device was switched out for another. The customer reported the vent has been taken out of service.

Manufacturer narrative:
Initial MDR stated that the field service representative was waiting for replacement parts to complete the repair but that was in error. No further repairs were performed on the ventilator and no additional parts replaced. The original reported issue was not duplicated and no further investigation is expected.